Event description:
It was reported via facility medwatch # mw5083058 that balloon rupture and tip detachment occurred. The target lesion was located in the right anterior tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure the balloon ruptured. The catheter became severed during removal and the distal 2/3rds of the balloon and the tip of the device detached and remained in artery. A snaring device was used and additional radiation and contrast was also used to successfully retrieve the tip. No further patient complications were reported.